Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on proximal strut rows 3 and 4, which are slightly lifted. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32mm x 3.0mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, it was noted that the proximal end of the stent struts were lifted up. The lesion scratched the stent at the middle part of lad when the device was positioned. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32mm x 3.0mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, it was noted that the proximal end of the stent struts were lifted up. The lesion scratched the stent at the middle part of lad when the device was positioned. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.